Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked morphine from the blue winged luer lock. This occurred prior to patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Mfg date: lot 16c004 was manufactured march 3, 2016 ¿ march 5, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.